Manufacturer narrative:
Date sent: 07/10/2008. Info is unavailable. Device was not returned for evaluation.

Event description:
It was reported that during a cholecystectomy procedure, the clips were ejected one after another. Another device was used to complete the case. There were no adverse consequences to the pt. The device was discarded.